Event description:
Becton dickinson introduced plastic vacutainer blood collection tubes in the recent past. On several occasions during the past year, reporter has found specimens in which potassium levels are erroneously elevated and calcium levels are erroneously decreased. The problem is edta contamination of blood collection tubes. This occurred when the product #36-7861, purple top vacutainer tube, was drawn before other tubes. Why? The edta in plastic tubes in a "dry" state and easily contaminates needles that enter the tube. This problem is extremely serious. The occurrence of this problem can cause pt treatment that could result in a fatality.